Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in the clinic for normal follow up with multiple episodes of non-sustained lead noise. Evaluation of episodes revealed intermittent sensing of noise. The noise was not reproducible with isometrics or pocket manipulation. Programming changes were recommended.

Event description:
New information notes that stored episodes revealed non-sustained lead noise due to myopotential oversensing causing inhibition of pacing. Patient is dependent. Reprogramming was recommended.